Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's scs lead flipped postoperative following the implant procedure. The patient was brought back to surgery and the lead was successfully repositioned. Effective stimulation therapy coverage was confirmed postoperatively.